Event description:
It was reported that the biomed said that they previously had an issue with not heating and suspected it was overfilled but did not have any more water solution in an arctic sun device. So, they ordered some but now the device was alarming 77 (non-recoverable alarm), chiller temperature (t4) was reading 0.0 degrees, they gave a pn and price for a new tank harness. Per work order update on 19dec2023, it was reported that the arctic sun device had leak from the chiller pump and high temperature t4 (chiller temperature).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t4 thermistor. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t4 thermistor. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said that they previously had an issue with not heating and suspected it was overfilled but did not have any more water solution in an arctic sun device. So, they ordered some but now the device was alarming 77 (non-recoverable alarm), chiller temperature (t4) was reading 0.0 degrees, they gave a pn and price for a new tank harness. Per work order update on 19dec2023, it was reported that the arctic sun device had leak from the chiller pump and high temperature t4 (chiller temperature).

Event description:
It was reported that the biomed said that they previously had an issue with not heating and suspected it was overfilled but did not have any more water solution in an arctic sun device. So, they ordered some but now the device was alarming 77 (non-recoverable alarm), chiller temperature (t4) was reading 0.0 degrees, they gave a pn and price for a new tank harness.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.